Event description:
It was reported that a dexcom g7 sensor did not complete warmup on the ilet and failed to pair with the pump while continuing to display glucose on the dexcom app, after which the agent guided the user to toggle the cgm setting and restart the sensor using a pairing code. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health or hospitalization. Investigation included technical troubleshooting and user education regarding cgm pairing and sensor restart. Investigation of this case revealed a pairing failure between the cgm and the ilet consistent with a connectivity or setup issue, with no evidence of a device hardware component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related and resolved through standard troubleshooting.